Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat (tnt-hsst) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tnt-hsst result was 0.179 ng/ml with a data flag. The repeat tnt-hsst result from the same patient sample was 0.004 ng/ml. The initial tnt-hsst result was released outside of the laboratory. Two new samples from the same patient were tested and tnt-hsst results of 0.006 ng/ml and 0.005 ng/ml were obtained. There was no allegation of an adverse event. The tnt-hsst reagent lot was 305646 with an expiration date of 30-jun-2019. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The calibration data and qc data were acceptable. Based on this, no reagent issue is indicated. The alarm trace showed sample processing errors the day of the event. The investigation is ongoing.